Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the increased intra-peritoneal volume (iipv) found in the device logs. The device functioned normally during pal testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain. Use error. Inappropriate bypass of the initial drain and / or insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment of a homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4185 ml. This drain amount meets overfill criteria.